Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that cutter operation (cutting issue) was not smooth when vitrectomy mode was in progress before vitrectomy surgery. The aspiration condition of probe was normal. The procedure was completed on same day, but details were unknown. There was no information about patient impact.